Event description:
Customer reported that they accidentally caused an ro membrane failure causing the conductivity to rise to about 200 microsiemens. The ro automatically diverted the water to the drain. When the ro conductivity began to rise higher to about 210-220 microsiemens the ro display indicated -16 to -18 microsiemens and diverted the water back to the loop. The customer's concern was that above 210 microsiemens to ro reads negative values and diverts the water back to the loop.

Manufacturer narrative:
The manufacturing site has performed risk analysis and conducted a test of behavior of cwp when brine is leaking from pretreatment. The test included four possible causes. Threee of indetified possible causes (e.g membrane, ro-module assembly e.g o-ring, feed water supply) of a sudden elevated conductivity would not cause any injury to the patients receiving the water. The fourth case, involving malfunction of a water softener, resulting in high concentrations of brine being introduced into the wro was also tested and indicated that there is no evident risk to the health of the patient. The product water conductivity limit, maximum reading of 212us/cm has been changed so the reading in the display will be up to -940us/cm (the actual water conductivity value can be higher). In the new program all product water will be diverted to drain at all conductivities exceeding the high conductivity alarm limit.